Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, minor scratches on the lcd window, and a cracked case at the display window corner.

Event description:
It was reported that the caller experienced low and high blood glucose levels and that the insulin pump sustained damage, as well as had a beep anomaly. The blood glucose reading was 21.3 mmol/l. The caller stated that the battery compartment was cracked, and a small part of the compartment was missing. The caller stated that the battery cap was closed too strongly. Upon troubleshooting, it was found that the insulin pump had alarmed no delivery previously. The insulin pump passed the self test. No damage to the infusion set was observed. The caller was advised that the device be replaced. Nothing further reported.